Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Reportability of death: the patient expired due to colon cancer, which is not related to the device or procedure. Therefore, it is determined that this portion of event is not reportable.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis (tgt3720/7348613). Prior to the stent graft implanted, a complete debranching procedure was performed to branch vessels of the aortic arch. Immediately after the tgt3720 was deployed, it moved distally and another gore® tag® thoracic endoprosthesis (tgt3710/7735887) was implanted distally. After all the stent grafts were deployed, the patient developed cerebral infarction, and a type ii endoleak originating the left subclavian artery was revealed. Medications were administered to treat the cerebral infarction, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, the left subclavian artery was coil-embolized to treat the type ii endoleak. On (B)(6) 2010, in one-month follow-up study, it was revealed that the type ii endoleak had been resolved. The cerebral infarction had still persisted with medications continued. Aneurysm diameter was 56mm. On (B)(6) 2011, in six-month follow-up study, it was revealed that the cerebral infarction had been resolved. Endoleaks had not been present with aneurysm diameter shrinking to 52mm. Later in two follow-up studies, endoleaks had not been present and aneurysm diameter had been unchanged. On (B)(6) 2012 (exact date unknown), it was revealed that the patient had had colon cancer. On (B)(6), 2013, the patient expired due to the colon cancer. As the patient expired in another hospital, further investigation could not be performed.